Event description:
When the customer prints films of a patient, another patient's information (demographics) appears on the printed film. The image and demographics appear correct on the monitor. The incorrect demographics can be that of any previous case, including those that have been already deleted. The filling of the 'patient information fields' are random, the system may print out, one patient's name, then another patient's birthdate or social security number mixed with a doctor's name who had nothing to do with the case. No injury or misdiagnosis has happened due to this malfunction.